Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a supply change on the ilet after a successful dry run and then experienced an alert 38 indicating a consecutive motor stall, after which a replacement pump was arranged. Symptoms included no reported adverse clinical effects. Outcomes included the user resuming therapy with a replacement device. Investigation included customer troubleshooting and education, including a guided setup attempt. Investigation of this case revealed a motor stall condition consistent with a pump drive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.